Manufacturer narrative:
Follow up information received on 03-feb-2016: no response was obtained despite follow up attempts. Company causality comment: this is a medically confirmed spontaneous report. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the physician was planning to remove essure inserts due to nickel allergy. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure is a nickel-titanium alloy and the compatible temporal relationship, a causal relationship between nickel allergy and essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-oct-2015 which refers to a female patient of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006 for permanent contraception. It was reported that the consumer was not pregnant. The medical doctor was planning to remove the essure inserts due to nickel allergy; however, it had not occurred yet. Ptc investigation result received on 07-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality detect based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment this is a medically confirmed spontaneous report. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the physician was planning to remove essure inserts due to nickel allergy. This event is serious due to its medical importance and listed in the reference safety information for essure. Although it is not clear whether the pat considering that essure is a nickel-titanium alloy and the compatible temporal relationship, a causal relationship between nickel allergy and essure inserts cannot be excluded. This case is regarded as incident since a device removal will be required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information has been requested.